Event description:
It was reported that noise was seen on the right ventricular lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal electrode end was covered with body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage with the helix distorted/bent. The analyst commented, helix extension/retraction and length testing were performed and all results, including electrical testing, were within specified parameters. Concomitant product: dr 2257, competitor implantable cardioverter defibrillator, (B)(6) 2013. (B)(4).